Event description:
It was reported that during a da vinci-assisted procedure the customer experienced an issue with an intuitive product. The instrument stopped working. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event. Instrument is available for return.

Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. Due to returning in damaged condition, the instrument cannot be tested for the motion reported issue. Additional observation not reported by site: the instrument was found to have a broken tube extension at the distal end of the orange plastic section. Thermal damage was not observed. The component is broken and there may be missing material, but the size of the missing pieces cannot be confirmed. Additional observation not reported by site: failure analysis found the failure of dislodged instrument proximal clevis to be related to the customer reported complaint. The instrument was found to have dislodged proximal clevis from the tube extension. The dislodged proximal clevis is still attached to the tube extension. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. This issue can be resolved by using an alternate instrument to complete the procedure.